Event description:
---

Event description:
Boston scientific received information that noise on both the ventricular and shock channels was observed on the cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead. The noise was oversensed, resulting in pacing inhibition and asystole for more than four seconds. The patient is pacemaker dependent and has no sinus rhythm. An x-ray was performed, but it was unable to confirm a lead dislodgement or fracture. A follow up was scheduled. No adverse patient effects were reported. Another patient follow up was performed and the noise was reproduced when the patient performed different provocation maneuvers. Another chest x-ray was obtained and a fracture was noted at the suture sleeve while an insulation issue was noted in the area between the clavicle and first rib. In addition, insulation abrasions were noted on both the right atrial (ra) and left ventricular (lv) leads. Further, the physician also suspected a header issue since there was noise was observed on all three channels and the device is included in the subpectoral implant advisory, initially communicated on december 1, 2009. No adverse patient effects were reported. A revision was performed to replace the device and leads. Fluoroscopy was performed and both the fracture and insulation abrasion on the rv lead was confirmed as well as the insulation abrasions on both the ra and lv leads. The new leads were first implanted due to the patient¿s pacemaker dependency. When the fractured rv lead was being explanted, the stylet was unable to be fully inserted due to the lead damage at the location of the clavicle. In addition, the defibrillation coils had adhered to the vessel wall. The lead was eventually explanted but was damaged in several locations.

Manufacturer narrative:
During the procedure, the lv lead was able to be removed from the vein but the portion that was in the device pocket had severe overgrowth and the lead had to be cut in several places in order to fully remove it. In addition, the ra lead was also damaged during the explant procedure. During the removal, the tip of the ra lead separated and became stuck in the subclavian vein; however, it did not interfere with the newly implanted leads. No additional adverse patient effects were reported. The device and leads will be returned for laboratory analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was returned in four segments. Visual inspection noted both the internal and the external insulation was abraded through to the conductor coil, approximately 335 to 350 mm from the lead¿s terminal pin. An x-ray was performed and revealed that the lead had not fractured in this location or in any of the returned lead segments. Resistance testing was completed on each returned segment to assess lead electrical performance and measurements throughout these tests were within normal limits. Microscopic evaluation of the insulation damaged indicated that it was caused by localized compressive stress on the insulation surface. Due to the location and the type of damage exhibited, it was concluded that the damage was caused by lead entrapment in the clavicle-first rib region.